Event description:
Additional information received reported the basilar top saccular aneurysm dome measured 4mm and the neck was 3.5mm. Patient vessel tortuosity was moderate. The cause of the guidewire separation was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the avigo guidewire was returned for analysis within a shipping box, an opened avigo outer carton (b810413), an opened avigo inner pouch (b810413), and a dispenser coil. Damage location details: no bends or kinks were found with the avigo guidewire. The avigo guidewire was found broken at ~25.7cm from the proximal end of the jacket. Testing/analysis: the avigo guidewire total length was measured to be ~192.5cm. When compared to the product drawing, approximately 12.5cm of the distal guidewire was not returned. The broken guidewire was sent out for sem failure analysis. Per the sem report, the broken end failed via fatigue with multiple crack-initiated sites originating from the outer surface around the circumference then overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while navigating the micro wire avigo, the distal tip of the wire got detached itself creating a lot of problems for retrieving it. At the end, the tip was managed to be retrieved. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a basilar top aneurysm with stent assisted coiling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.